Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to unlock connector. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed missed bolus, which could not be cleared due to an unresponsive keypad. The caller did not know the blood glucose reading. She stated that the customer had not received insulin for 8 hours. She stated that by pressing the act button, the alarm came up, but the esc button did not do anything. She noted that the down arrow key did not turn the backlight either. The customer did not observe any significant events leading to the alarm and keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.